Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported their controller has a problem trying to find the device. Pt also reported that last night was charging their implant and their controller screen went white and it appeared that there were screens displaying on top of one another. Pt confirmed the controller started working and resetting the controller however, ps thinks it's best to replace the controller considering the ongoing issues they've reported. Pt commented that they were using their tablet while charging their implant and they think that caused the issues to happen with the controller. An email was sent to the repair department to replace the controller. No symptoms or patient complications were reported. 2021-aug-18: additional information was received. It was reported that they got their controller replacement today and paired it with their device. Pt said that they were on group a with 4 programs. Pt said program 1 was at 6.0 and program 2 was at 4.0. Pt said that they noticed their recharger antenna paddle gets hot while charging their implant and that this has been since their controller replacement before the one they got today. Pt mentioned a couple other controller replacements before that. An email was sent to repair to replace the recharger (rtm). Pt mentioned that they saw "batteries low" screen pop up on their controller that just got replaced. It was confirmed with the pt that the replacement controller was taking a charge with their battery pack inserted; pt confirmed the controller said charging and was blinking green while plugged into the ac power supply. Pt mentioned that they think their samsung tablet caused their controller screen to go white on the controller that was just replaced. Pt was very hard to follow at times as they kept referring to their previous controller, not the replacement controller. Pt mentioned seeing messages appear on their previous controller saying "contact manufacturer". Pt also said something about feeling stimulation throughout the day and checking their controller to see if the stimulation was still on with their previous controller; pt said that they noticed with the previous controller that their controller battery did not deplete as fast.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed that there was a failure with the recharger antenna and that a "no device found" message appeared. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.